Event description:
It was reported that "pt had worn poly, proceeded to new liner and head. Kept the stem and shell. No op - notes, x-rays per hospital protocol."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.